Event description:
A customer reported a pump malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappeared.